Manufacturer narrative:
Service was not dispatched, as the customer's biomedical engineer replaced the worn tubing at pinch valve pv49 and resolved the leak issue. The instrument was in operation. (B)(4).

Event description:
The customer reported approximately twenty (20) milliliters of diluent leaked from pv49 tubing, outside the instrument and onto the counter involving coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe), consisting of gloves, a laboratory coat, and eye protection during the event. The customer has an exposure control/risk management plan at the facility. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event.